Manufacturer narrative:
The field service engineer (fse) found that the waste tubing from an unrelated instrument in the laboratory became disconnected from the waste drain and caused a leak. The leak was sufficient to reach the connection point which was on the lab floor at which the dxh 900 was connected to an extension cord. It was confirmed that the only component that was burnt was the cable connection between the dxh 900 instrument spm (specimen transport module) and the extension cord going to the ups. To resolve the issue the fse removed the extension cord, replaced the damaged cables, rerouted them and elevated the ups to resolve the issue. The fse ran controls that passed to verify the repairs. Per the bec safety compliance engineer the following are the safety standards for the instruments/devices involved in this event: the dxh 900 meets the ivd laboratory equipment international safety standards iec 61010-1 and iec 61010-2-101. However, it¿s important to clarify that the dxh900 itself did not contribute to this event in any way. The powervar ups is certified to iec 62040-1(ed.1) and iec 62040-1(ed.1);am1, part 1: safety requirements for uninterruptible power systems (ups). Dxh900 IFU pn c06947ac section 1-55, table 1.6 states the following: ¿the 3 m (10 ft) primary power cord on the rear of the spm (specimen processing module) must be plugged directly into the receptacle. Do not use an extension cord.¿ bec internal identifier: case (B)(4).

Event description:
The customer reported there was a leak at the waste drain which caused the power plug of the dxh900 hematology instrument to spark and generate smoke. The dxh900 instrument generated the spark and smoke when an extension cord connected to the instrument came in contact with a leak. A fire extinguisher was used by the operators as a preventive measure and the fire department was called as required by laboratory protocol. There was no report of a visible flame. It was confirmed that the only component that was burnt was the cable connection between the instrument spm (specimen transport module) and the extension cord going to the ups. There was no other damage to the laboratory as a result of this event. There as one operator that complained of a sore throat but did not require any medical intervention or need time off from work. There was no report of death, injury, or change to patient treatment as a result of this event.